Event description:
During follow-up for a balloon valve leak message received during treatment on the liberty select cycler on (B)(6) 2024, it was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on that same date. The patient had abdominal pain and a catheter infection (peritonitis). The patient was discharged on (B)(6) 2024.